Manufacturer narrative:
Pump received with no esc and act button response due to corroded keypad traces. No button error alarm noted during testing. Pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer received a button error alarm. It was reported that customer was not able to bolus due to buttons not responding. Insulin pump would need to be replaced.